Manufacturer narrative:
Reported event: we had a j6 joint angle discrepancy on the mako robot at the mater hospital during femoral cuts in the total knee application. We had to stop using the mako and return to conventional navigation and finish our cuts. Device evaluation and results: per fse (B)(6): the repair was completed by cleaning the j6 encoder. It has visible dust on it and once cleaned the error had cleared. Product history review: a review of device history records shows that on 10/22/2015 1 device was inspected and 1 device was placed on: npr 15-10-0035, npr 15-10-0037, npr 15-10-0018. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 209930 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
We had a j6 joint angle discrepancy on the mako robot at the mater hospital during femoral cuts in the total knee application. We had to stop using the mako and return to conventional navigation and finish our cuts. Surgical delay: 40 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We had a j6 joint angle discrepancy on the mako robot at the (B)(6) hospital during femoral cuts in the total knee application. We had to stop using the mako and return to conventional navigation and finish our cuts. Surgical delay - 40 minutes.